Manufacturer narrative:
Product ID 3998, lot# v012618, implanted: 2006 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger. (B)(6).

Event description:
It was reported, the implantable neurostimulator (ins) was overdischarged. It was noted that a physician mode recharge (pmr) did not successfully reset the device. It was further noted that there was no date set yet for the replacement. It was noted, the manufacturing representative was contacted by the patient on the day of this report. The reporter stated that in 2009 or 2010, the patient had a hard fall down a flight of concrete stairs that required some hospitalization and at some point after that the ins went into overdischarge. It was noted, the patient stated they were given instructions by a manufacturing representative in nevada to do a successful pmr. It was further noted, the patient had to do the pmr at least three times total. The reporter stated, the patient tried to do a pmr again sometime after (B)(6) 2014 and they were unable to get the device out of overdischarge. The reporter further stated, the last time the patient remember the ins being on was more than two years ago. It was noted that at the time when the ins last worked the patient¿s stimulation was in the appropriate areas and provided 50-60% relief. It was further noted that when asked why they had let the ins overdischarge so many times the patient stated, the ins never really held a charge for long, 2-3 days, after the fall. The reporter stated, the patient ¿got tired of fooling with it.¿ the reporter further stated that the patient had lost more than 100 pounds and with the weight loss they had an uncomfortable feeling that ¿kind of hurt¿ when attempting to recharge. It was noted, the patient had loss use of therapy. It was further noted, the patient status at the time of this report was alive with no injury. Additional information received reported that it had been more than two years since the patient used the ins. The reporter stated they did not know the cause of the overdischarge. The reporter further stated, it was unknown if the patient was experiencing symptoms. It was noted that no troubleshooting was done. It was further noted, the patient was not getting effective therapy. Additional information received reported, the patient cancelled their appointment with the manufacturing representative. The reporter stated they talked to the patient¿s mother. It was noted, the patient had a new appointment schedule for 2014 (B)(6). Additional information received reported the manufacturing representative had spoken to the patient¿s mother twice on the day of this report. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient cancelled their appointment with their healthcare professional. The reporter stated the patient had no further appointment set as of (B)(6) 2014 and they had not returned any of the numerous attempts to contact them.